Event description:
Information was received from a patient who was implanted with a neurostimulator for epilepsy and movement disorders. It was reported that the patient experienced seizures. The first seizure occurred on (B)(6) 2016 while the second occurred on (B)(6) 2016. It was noted that the second seizure was very vicious and the patient lost urine. It was also reported that the patient's device was acting funny. The patient plans to follow-up with her health care provider (hcp) as an appointment was scheduled for (B)(6) 2016. Follow-up was conducted with the hcp, but no new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.